Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon evaluation, there was contamination on the battery board and q1 transistor was shorted. The cause of the inability to recognize a battery pack is the shorted transistor and contamination. The cause of the shorted component is the contamination. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.

Event description:
A (B)(6) year old male patient contacted zoll customer support to report that the patient's charger/modem would not recognize a battery pack. The patient was issued a replacement charger/modem.